Event description:
In 2006, it was reported to bsc that during a therapeutic ercp (female patient, age unknown) the tip detached. The customer reported the tip will not be retrieved, but will pass by normal peristalsis. The procedure was completed with another guidewire. The customer reported, "antibiotic therapy was provided to the patient to avoid any infection...". There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship this device and the cause of this event.